Event description:
This pt was admitted for elective treatment of an in-stent restenosis of a non-cordis stent. During treatment of the restenosis, two dissections occurred following the deployment of 2 cypher stents. This was effectively treated with 2 additional cypher stents. The pt was released from the hospital later that day in stable condition.